Event description:
It was reported that the colonovideoscope had a scope communication error (b30). The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water cylinder and tube foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Also, for the event air water cylinder and air water tube foreign objects cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.